Event description:
Customer received a blood glucose result of 160mg/dl and at dinner and took insulin. The customer started to drive home and began feeling bad. Paramedics were called and they received a glucose result of 24mg/dl. The customer was given glucose gel. They were driven home by a friend. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.